Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a patient notification for non sustained lead noise. Reprogramming of the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.